Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device header was examined. Visual inspection noted that the v-tip setscrew was returned stuck in the up position with a wrench tip in the hex slot. The attached lead was easily pulled out of the port and not issue was found with the setscrew once it was freed from the retainer ring. The confirmed damage was a result of the explant procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that at the elective procedure to replace this device, the setscrew for the right ventricular (rv) lead was stuck. The physician used torque wrenches without success and believes he broke off a competitive wrench in the device header. The existing rv lead was cut and surgically abandoned. A new device and rv lead were implanted without further incident. No adverse patient effects were reported.